Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to recognize a battery) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The shorted transistor and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of electrode belt has been completed. The reported problem (damaged belt) was isolated to the electrode belt ECG c&d cable¿s lead-1 wire being broken, causing ECG c and ECG d to not recognize during falloff testing. The root cause for physical abuse could not be positively identified. Device evaluation of battery (B)(6) has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery, belt, and charger.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a patient's electrode belt's cable was damaged. A us distributor reported that a battery charger was unable to recognize a battery pack.